Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead felt ill and presented to the hospital. Device interrogation revealed normal measurements. Stored data revealed unstable and high out of range atrial lead impedance measurements. Threshold measurements were stable when again measured in seated and supine positioned. One noise episode had been recorded. No x-ray was performed. The measurements have increased during the past three months. A decision was made to reprogram the outputs and monitor the patient. Post program change revealed no device issues. The non-boston scientific device was reprogrammed to ddi pacing mode and may be programmed to vvi if further atrial lead issues are noted. This lead remains implanted and in service. No further patient symptoms were reported post programming changes.